Event description:
It was reported the catheter was placed without issue and was in use. During a dressing change, the clinician found the catheter was separated below the juncture hub. The catheter was in place for two days in the pt's right femoral when the dressing was removed and the clinician found the catheter was separated. It was noted by the director of critical care that the line was not cut. When this occurred all fluids were stopped and they started a peripheral line. There was a 20 minute delay in care with no pt harm. There was a delay of antibiotics of 12 hours until triple lumen could be started as they were unable to start a PICC line.

Manufacturer narrative:
(B)(4).